Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridges did not fit onto the pump. A cartridge change was performed and the second cartridge was successfully loaded onto the pump. Blood glucose level was 190 mg/dl.